Event description:
On (B)(6) 2011, the subject presented with midsternal chest pain associated with palpitations and shortness of breath. The subject was diagnosed with stable angina and cardiac catheterization was recommended. On (B)(6) 2013, the subject presented with chest pain associated with shortness of breath and was hospitalized on the same day at the time of the event, the subject was on aspirin and prasugrel and study drug per protocol was never taken during the study. The subject was treated medically. One day post hospitalization the event was considered as resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during post a coronary stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2011, the subject presented with a qualifying condition of unstable angina and was referred for cardiac catheterization. Target lesion #1 was a de-novo lesion located in distal left cirumflex artery with 99% stenosis and was 8 mm in length with a reference vessel diameter of 3.0 mm. It was treated with direct stent placement of the study stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject was diagnosed with myocardial infarction and was hospitalized on the same day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure noted within the dfu. (B)(4).